Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a printing issue however it was noted that product per formance, through evaluation of the logs, did confirm the issue. It was further noted that the programmer had sluggish performance and its software was reconfigured and reloaded.

Event description:
It was reported that the programmer had a problem with printing, interrogation and turning off suddenly. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.